Manufacturer narrative:
The device was returned to the (B)(6) center in (B)(6) and an evaluation was performed. A review of the downloaded error log confirmed that a system fault 180 was triggered in the device. Further technical service evaluation detected a self-test failure caused by a leak in the pneumatic block. The pneumatic block was replaced, and the device was serviced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 180) occurred on an astral device indicating a battery charger fault. This resulted in an alarm which notified the reporter of the error message. The device was not in use when the fault occurred, therefore, there was no patient involvement.